Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The osseotite implant (oss413) was received and evaluated. It was that the returned product identified that the implant had fractured horizontally across the threads at the base of the collar. There were significant nicks and gouges around the collar and the external hex feature. The implant had presence of an unconfirmed foreign/biological material around the platform and the drive feature. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: review of the biomet 3i dental implant IFU (B)(4) and biomet 3i surgical manual for tapered and parallel walled implants (instsm rev h 08/18) identified information regarding reported implant fracture under section title warnings, precautions and potential adverse events. As per the applicable IFU, excessive bone loss or breakage of a dental implant may occur when an implant is loaded beyond its functional capability. Also, presence of occlusal abnormalities or parafunctional habits (e.g. Severe bruxism, clenching, overloading or gnawing) may cause screw loosening, component fracture, and/or implant failure. Complainant reported that the implant fractured by the collar. The reported event was confirmed through visual and physical inspection of the returned product. A root cause for this complaint could not be determined. The following sections have been updated: d4: expiration date, UDI: (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implant (oss413) fractured by the collar. The lower portion of the implant remains in the patient's mouth and is not going to be removed. Tooth location 13.